Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the returned gds was installed in an fi test ventilator. The ventilator was run continuously for 2 hours without any errors occurring. The pcbas of the gds were then subjected to heat again with no errors occurring. No failure was found.

Event description:
The customer reported that the ventilator is working intermittently. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The patient information and event date was requested from this customer and no respond received

Event description:
The customer reported that the ventilator is working intermittently. The customer states that the unit was not in use on patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The patient information and event date was requested from this customer and no respond received.

Event description:
The customer reported that the ventilator is working intermittently. The customer reported that the unit was in use on patient, but there was no patient harm reported.